Event description:
This lead was implanted on an unknown date and was explanted on (B)(6) 2016 because of lead malfunction. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).